Event description:
Customer's mother reported a hospitalization due to low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 29 mg/dl. The mother stated that her daughter's low blood glucose could be due to the insulin pump over delivering insulin. Troubleshooting found some discrepancies in the bolus history. Customer's current blood glucose was 277 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.